Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review for potential complications accompanying surgery complaints associated with the reported batch number identified no similar events in the last three years. It was determined this was an isolated event. A review of the instructions for use found that inadvertent contact of the activated device tip with non-targeted tissue can result in device harm. Clinical investigation concluded that the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that, after an ent procedure where a coblation halo wand was used, the patient developed vp, insufficiency and significant edma. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.